Event description:
Patient received first miradry treatment on (B)(6) 2013. Shaved 2 days before with electric razor, skin looked normal at treatment time. Patient called clinic on or about on (B)(6) 2013, with some swelling. Physician prescribed a steroid dose pack per their usual practice in this clinic. Patient called clinic to report painful nodules one week later. Patient assessed on (B)(6) 2013. Large (couple of cm), bilateral, red inflamed nodules with superficial erosion over both. Cleaned and used 20g needle to try and withdraw fluid. No significant fluid or pus. Prescribed antibiotic (doxycycline). Patient called clinic on (B)(6) 2013, with redness and tight skin in upper arm. Advised to go to ER because it was potentially cellulitis. Was admitted for overnight observation (1 night) and given IV clyndamycin. Physician visited patient on (B)(6) 2013 and patient was feeling better and discharged. Physician saw patient on (B)(6) 2013, with continued improvement. On (B)(6) 2013, the nodules were still there and erosions were crusting. On (B)(6) 2013, physician reported the following: I just spoke with him. He is doing much better. No pain or swelling. The cellulitis resolved and he is off oral antibiotics. He is still using mupirocen ointment daily as a precaution because he says he still has the pink nodules with overlying scab which is not healed yet but is overall better.